Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-10925. It was reported that the patient presented to the clinic upon feeling dizzy. Interrogation showed their right ventricular (rv) lead was over-sensing noise causing pacing inhibition. It was also noted that the right atrial (ra) lead sensing had decreased. The physician explanted and replaced the ra and rv leads. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.